Event description:
On (B)(6) 2010, the pt reported she is helping with flood clean up and it is very hot and humid. She states her infusion sites are not sticking to her skin even when using adhesive dressings. No physiological effects were reported. She was sent liquid adhesive. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for eval.